Event description:
At the beginning of the surgical procedure the surgeon smelled smoke. On inspection of equipment, it was noted the cautery cord was not fully attached to the working element and that a portion of the connection was melted and charred. The cord was changed and the case proceeded.